Manufacturer narrative:
Pump rattles when vibrator motor is activated due to vibrator motor adhesive not adhering to case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that insulin pump vibrates but makes a really funny noise. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that the insulin pump is neither beeping nor vibrating currently. Assisted customer in performing a self test. Pump did not vibrate during the vibrate test. The insulin pump will be returned for analysis.